Manufacturer narrative:
The service engineer (se) evaluated the device and found that the batteries were not charged. The batteries were recharged to full charge. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a "ventilator inoperative" message and shut down. It was reported that the patient de-saturated to eighty percent during device transfer but recovered quickly. The patient was removed from the ventilator and placed on an alternate ventilator without permanent injury.